Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay-user/patient¿s son (the reporter) contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the reporter. The cca was advised by the reporter that on (B)(6) 2021 at 11:30 pm, the patient obtained an alleged inaccurate high blood glucose reading of between ¿190 to 220 mg/dl¿ with the subject meter. The patient manages his diabetes with humulin 70/30 insulin on a self-adjusting dose. The reporter claimed that in response to the alleged issue, the patient took an unspecified dose of insulin to lower his blood glucose then patient ¿fainted.¿ during the follow-up call, the reporter claimed the patient was unconscious for between 10-15 minutes. The reporter claimed the patient was treated by emergency medical services (ems) with ¿serum¿ and with ¿liquid¿ that they administered slowly; exact details were unable to be provided. The reporter stated that the patient¿s blood glucose was measured with the ems meter until he stabilized however exact readings were unable to be provided. During the follow-up call, the reporter claimed that prior to the incident, the patient¿s doctor had made changes to the patient¿s diet to help him lose weight; he was advised to have a diet of vegetables and healthy food, to avoid eating lots of carbohydrate and meat. During the follow-up call, the reporter attributed the patient¿s drop in glucose levels to the dose of insulin that he took. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.